Manufacturer narrative:
Patient stopped the treatment and went to general practitioner, who referred the patient to dermatologist. The diagnosis from the dermatologist was fungal infection or allergy. A culture was taken for yeast/fungus and patient test negative. An allergic test will be perform. Currently we don't know if the patient is fully recovered.

Event description:
Patient had an allergic reaction to the material of spark aligners.